Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular planned treatment procedure was performed when the issue happened, and the procedure was completed by moving patient to another room. The philips field service engineer (fse) visited onsite and found mains breaker tripped. Upon troubleshooting, fse found a faulty resistor, suspected converter short circuit and converters usually cause resistor failure and identified failed converter in generator. To resolve the problem, fse replaced 2 converters and installed the mains resistor and the part is send for further analysis and it found the rectifier burst, this converter was found to be defective and caused the reported problem. After some repair, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shut down after a ¿pop¿ sound was heard. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.